Event description:
Reportedly, there was an o-ring on the pneumatic tap during the cartridge load process. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. A correction bolus was delivered to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.